Event description:
Information was received that the customer used the product for 24 hours at a flow rate of 3.4 ml/h. After that, it was noticed 17 ml of more medical fluid remained in it than the reservoir volume indicated on the pump's display; an under infusion is being reported.

Manufacturer narrative:
Other, other text: one cadd cassette reservoir was received for the evaluation of a reported under dosing with three unopened samples. The units were visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. No damages were detected on the samples, however, the arch height pump tube looked low and almost flat. And accuracy testing was also performed where the samples were connected to the cadd legacy plus to look for unusual functions. No discrepancies were detected. The accuracy test was successfully passed. Root cause could not be determined and no actions were performed since complaint was not confirmed.